Manufacturer narrative:
Please note that an initial emdr for this complaint was incorrectly submitted. This is a non-reportable complaint with a severity category of "other", which is non-reportable to the FDA. As a result, the severity category has been changed to "other", in our database. Please cancel in your database. Updated fields: b4, g4, g7, h2, h11. Corrected fields: b5, h10.

Event description:
It was reported that the balloon used with the cs300 intra-aortic balloon pump (iabp) ruptured. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported. Please note that an initial emdr for this complaint was incorrectly submitted. This is a non-reportable complaint with a severity category of "other", which is non-reportable to the FDA. As a result, the severity category has been changed to "other", in our database. Please cancel in your database.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm inspected the iabp for blood intrusion and no blood was observed. The stm performed all calibration, all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the balloon used with the cs300 intra-aortic balloon pump (iabp) ruptured. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.